Event description:
The patient reported a tingling sensation at the ipg site that intensifies when bending over. A physician evaluation is scheduled. Follow-up identified the pain at implant site still exists. The patient has effective stimulation and can communication with the patient programmer and charger. The patient was to follow-up with the physician regarding the pain at the ipg site, and the sjm representative was to troubleshoot regarding the recharge burden.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.